Manufacturer narrative:
The complaint allegation is confirmed based on photographic evidence showing damage to an ar-1588rt-ib tightrope®, batch 15432393. Based on the available information ¿ including photographic evidence and the event description ¿ arthrex has determined the most likely cause of the reported issue. The most likely contributing factors include user-related factors such as: off-axis insertion improper bone preparation over-tensioning during implantation.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by an arthrex employee via email that for an ar-1588rt-ib, tightrope® ii rt, reconstruction with internalbrace¿ ligament augmentation repair, it failed at the sheath. This was detected during an acl reconstruction on (B)(6) 2025. The procedure was completed successfully as btb tightropes (ar-1588btb-ib) was used.